Event description:
It was reported that the patient presented for an implant procedure. During the procedure, data problem was noted on the implantable cardiac monitor (icm). The icm was exchanged during the procedure. There was no consequences to the patient.

Manufacturer narrative:
The reported event of error message was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analyses were normal with no anomalies found.